Event description:
It was reported occlusion alarms occurred. Additionally, it was reported that a minimum fill notification occurred. Reportedly, the pump supplies were changed multiple times to resolve the issue and resume insulin delivery on the pump. Customer¿s blood glucose (bg) level as "high" (specific bg value was not provided). A manual injection was administered to address elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.